Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported having symptoms that felt like electricity running through their body. The patient further reported that it feels like their implantable pulse generator (ipg) moves and is very tender, especially when they sleep laying down. The ipg remains in use. No further patient complications have been reported as a result of this event.